Manufacturer narrative:
(B)(4).. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin at home transmitter's monitor power cord melted and wires were exposed. There was a safety concern, so the transmitter was kept powered off. The unit was exchanged. There were no patient consequences.